Event description:
It was reported that during a tah procedure, the device would not fire. The surgeon removed the device and re-inserted; the device fired but did not cut or fire the staple. The tissue was ripped and the anastomosis was completed by hand. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.